Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a possible pocket infection that was treated by antibiotics. Device history records were reviewed for the implanted generator and leads. The products were sterilized and passed all quality tests and functional specifications prior to distribution. No known relevant surgical intervention has occurred to date for the infection. No further relevant information has been received to date.